Manufacturer narrative:
The pump was evaluated at the patient's physicians office by an animas certified diabetes educator and was found to be operating properly. The pump history indicated that the basal insulin dosages had been increased in excess of the physicians recommended amounts.

Event description:
It was reported that the patient received treatment for hypoglycemia.